Manufacturer narrative:
The insulin pump was received with no act and up buttons response due to unlocked keypad connector on the lcd board. Unable to verify for motor error alarm, rewind anomaly, e70 alarm, loading finish error alarm and perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test due to no act button response. The motor was tested outside the device and passed motor test. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he called about two hours ago in regards to his insulin pump. The customer was having issues filling the tubing. The customer had called earlier to report a motor error. When he tried to prime, he pressed the act button but nothing happened. Customer's blood glucose level was 568 mg/dl. The insulin pump was stuck on the rewind complete. The customer received a finish loading error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.